Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes returned to manufacturer on: 3/16/2021 section h3: device evaluated by manufacturer ¿ yes device evaluation: the complaint lens was received wrapped in paper cloth. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens, which can be attributed to receiving the lens wrapped in paper cloth and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to a mechanical failure. There was no vitrectomy, incision enlargement or sutures required. There was no patient injury. Through follow-up, it was learned that after the lens implant, the patient complained of ghosting in vision and vision seemed cloudy. The patient described a loss of depth perception that seemed worse when driving. Distance vision seemed cloudy, near vision was terrible, and patient could not see anything up close. Another johnson & johnson lens, model aab00, same diopter was implanted as a replacement. Surgery successful with no issues when patient was discharged after iol exchange. No additional information was provided.